Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that 3 days following a treatment to the face, neck and chest, the patient developed superficial bacterial infection (stenotrophomonas maltophilia). Single application vial of refresh celluvisc lubricant eye gel was used as an eye lubricant during the treatment. Additional information has been requested, but has not been received.

Manufacturer narrative:
Despite multiple requests, no additional information has been received. The device history record (DHR) was reviewed and there were no discrepancies or anomalies that relate to the reported issue. Based on available information, the root cause of the reported event cannot be determined. According to fraxel user manual, infections are a known complication of fraxel treatment. A risk of infection exists whenever the skin is wounded. The possibility of infection exists even with non-ablative fractional laser devices such as fraxel. If observed, infections should be treated appropriately with topical and/or systemic medications. Local scarring may occur directly from laser exposure if treatment procedures are not followed properly, or from infection or physical irritation such as picking and rubbing. To prevent cross contamination solta instructs the user to perform a high-level disinfecting procedure on treatment tip and to clean the tip after treatment.